Manufacturer narrative:
Due to the extent of resection of the tibia that was required for the operation, an intramedullary stem fixation feature was requested by the surgeon to ensure adequate fixation into the distal tibia. Due to this request, additional mechanical analysis was performed to ensure the performance of the device in all clinically relevant loading situations. Review of this analysis shows that the stem-implant interface was assumed to be subject to the highest bending stress, as the stem could be considered fixated and load-sharing once entering the bone. From the surgeon's observations that the bone grew quickly into the proximal interface of the stem, it is likely that the implant became well-fixated towards the proximal half of the stem, thus transferring a greater portion of loading through that portion of the stem and the surrounding bone. As a result of these loading conditions, the distal bone closer to the bone-implant interface was subject to stress shielding, weakening it and subjecting the distal portion of the stem to greater stresses due to reduced load sharing. As a combination of alternate loading conditions and reduced load-sharing between the bone and the implant stem, the most distal screw hole acted as a stress concentration and eventually failed via fracture due to fatigue loading. This conclusion is supported by the timeline at which the implant failed: approximately 11 months after implantation: suggesting a gradual change in loading conditions due to stress shielding before eventual failure. Component code (g): appropriate term/code not available was selected. Failure occurred at the fixation stem of the tibial implant, which does not have a specific corresponding code.

Event description:
The patient received a custom distal tibia implant. Approximately 11 months later, it was discovered that the implant had broken at the distal screw hole though the stem of the implant. On a call to plan the revision case for the patient, the surgeon indicated that the patient's bone grew quickly into the proximal portion of the stem, which led to stress shielding of the distal interface and increased load on the stem.